Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 52mm aaa. It was reported that on contrast-enhanced CT performed seven days postoperatively, it was found that the area below the flow divider on the right ipsilateral limb of stent graft esbf2514c103ej had become narrowed and stensosed. The patient has no symptoms and the distal seal zone was not affected. There was noted to be no calcification or tortuosity in the area where the narrowing was observed. Due to the risk of blood flow impairment and high risk of ischemia, intervention was performed with a relining of the limb performed. Per the physician the cause of the event is undetermined. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: the devices were implanted as follows: esbf2514c103ej in the aorta, etlw1613c82ej ((B)(6)) followed byetlw1613c93ej ((B)(6)) in the left iliac and etlw1616c93ej ((B)(6)) in the right iliac. It was confirmed that only the limb of the main body was involved in the event. Correction to b5: it was considered that the cause of the event was due to the tip of the limb not opening sufficiently during the procedure, caused by the curvature of the patient's blood vessel. This was not attributed to a device malfunction or the treatment itself. The site assessed the event as not related to the procedure or device. The sponsor assessed the event as possibly related to the index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.